Event description:
On (B)(6) 2021 the customer reported when attempting to move the display screen to enter parameters, it fell on their shoulder. The customer stated they were in good condition, but their shoulder was in pain and they needed the assistance of a staff member and a donor to push the display back into place. They stated that after pushing the display up into position, they connected the donor. The customer reported the display issue through the fresenius kabi technical service call center after the donor was connected. The fresenius kabi call center technician instructed the customer to remove the device from use. On (B)(6) 2021, fresenius kabi was notified by the center that the operator was doing well. The center supervisor mentioned the operator was taken to a clinic for evaluation since they were complaining that their shoulder was sore. At the time, the operator was on workman's compensation leave. On (B)(6) 2021, the center notified fresenius kabi they did not have medical records for the injured operator; however, the operator was going to physical therapy and released from all restrictions but was not back to work yet. On (B)(6) 2021, a service repair was completed. A senior field service engineer (fse) found that the pivot shaft became dislodged from the articulating support. Per product manager instruction, the fse inspected the new display assembly prior to installation to ensure the snap ring holding the pivot shaft was secured properly. The fse installed the new display and moved it around to ensure it was properly secured. The fse completed the test matrix per the technical manual and the amicus machine was released for its intended use. The fresenius kabi production unit received the suspect display for further investigation. A service history of the serial number (sn) of the amicus device that had this failure was performed. The failure was on a spare amicus display assembly part number 6112686815s (purchased assembly from an approved supplier). The older display had to be replaced due to a noisy display fan on (B)(6) 2021. To better understand how the system worked, the production unit investigative team reviewed the drawings and then removed the rear assembly components that are essential for supporting the display. The snap ring is the primary mechanism to hold the pivot shaft in place, which supports the weight of the display. Along with the snap ring, bearings clamp the housing together, and a thrust washer is installed to aid in the rotation of the screen while in use. The team investigated to ensure that the design of the snap ring was able to support the weight of the display, as well as any additional force necessary to move and adjust the monitor while in use. The investigation concluded that the snap ring can support the weight and the function of the display. The corresponding components were assembled on the shaft outside of the housing to get a better view of the assembly. It was then noted that the thrust washer, which is part of the pivot shaft, did not properly slide down the groove in the pivot shaft as designed. This created a chain stack up that made it difficult to fully install the snap ring into place. All original display parts (from the returned suspect display) were reinstalled with the snap ring partially assembled on the shaft. The unit was then installed on an amicus device. After only a few twists and turns of the display, with minimal downward force (approximately 20 lbs.), an audible noise was heard clinging inside the display at the time that the unit disconnected from the solution pole frame. The display was then removed, and the components were found to be hanging in the same manner that reported in the complaint and previously seen at the initial unboxing. This was an identical replication of the original reported failure. The components were then assembled by forcefully installing the thrust washer into place. Ensuring that the snap ring was fully engaged in the chamber, the unit was again installed on a device. The force testing was repeated. With multiple people and tries, there was no disconnection of the display and all components remained intact. It was concluded that the failure was a result of the incomplete assembly of the snap ring. There are two contributing causes. The first is an out-of-specification thrust washer. The thrust washer was removed, and dimensions inspected. It was found that one of the thrust washer dimensions was out-of-tolerance, which caused difficulty during assembly. All other corresponding components were inspected and met specification. The thrust washer's out-of-tolerance dimension was reworked to meet specification and slid into place without further issue. The second cause is an assembly related error during the installation of the snap ring in manufacturing. The display assembly is purchased as a high-level assembly from one of the production unit's approved suppliers. The investigative team reviewed the supplier's manufacturing work instructions for the display assembly. Although it was understood that the assembler should have been able to see the lack of full engagement and corrected the assembly to ensure proper installation of the snap ring, there was no formal inspection check in the assembly work instruction. As a result of the above complaint investigation, a supplier corrective action (CAPA# 1151449) has been opened with the supplier to capture the investigation steps taken to date, and to determine final root causes and corrective actions. In addition, the fresenius kabi production unit has opened a CAPA (CAPA# 1168426) to capture containment actions taken to date, further impact assessment and other investigation activities. A review of us complaints was performed from (B)(6) 2019 - (B)(6) 2021. The review consisted of any service-related complaints that resulted in a spare amicus display assembly replacement, part number (pn)(B)(6). No additional complaints were reported due to the display physically falling off the device. Please note, we received a request for additional information regarding this incident from the FDA on (B)(6) 2021. Please consider this our official response.

Event description:
On (B)(6), 2021 the customer reported when attempting to move the display screen to enter parameters, it fell on their shoulder. The customer stated they were in good condition, but their shoulder was in pain and they needed the assistance of a staff member and a donor to push the display back into place. They stated that after pushing the display up into position, they connected the donor. The customer reported the display issue through the fresenius kabi technical service call center after the donor was connected. The fresenius kabi call center technician instructed the customer to remove the device from use. On (B)(6) 2021, fresenius kabi was notified by the center that the operator was doing well. The center supervisor mentioned the operator was taken to a clinic for evaluation since they were complaining that their shoulder was sore. At the time, the operator was on workman's compensation leave. On (B)(6), 2021, the center notified fresenius kabi they did not have medical records for the injured operator; however, the operator was going to physical therapy and released from all restrictions but was not back to work yet. On (B)(6), 2021, a service repair was completed. A senior field service engineer (fse) found that the pivot shaft became dislodged from the articulating support. Per product manager instruction, the fse inspected the new display assembly prior to installation to ensure the snap ring holding the pivot shaft was secured properly. The fse installed the new display and moved it around to ensure it was properly secured. The fse completed the test matrix per the technical manual and the amicus machine was released for its intended use. The fresenius kabi production unit received the suspect display for further investigation. A service history of the serial number (sn) of the amicus device that had this failure was performed. The failure was on a spare amicus display assembly part number 6112686815s (purchased assembly from an approved supplier). The older display had to be replaced due to a noisy display fan on (B)(6), 2021. To better understand how the system worked, the production unit investigative team reviewed the drawings and then removed the rear assembly components that are essential for supporting the display. The snap ring is the primary mechanism to hold the pivot shaft in place, which supports the weight of the display. Along with the snap ring, bearings clamp the housing together, and a thrust washer is installed to aid in the rotation of the screen while in use. The team investigated to ensure that the design of the snap ring was able to support the weight of the display, as well as any additional force necessary to move and adjust the monitor while in use. The investigation concluded that the snap ring can support the weight and the function of the display. The corresponding components were assembled on the shaft outside of the housing to get a better view of the assembly. It was then noted that the thrust washer, which is part of the pivot shaft, did not properly slide down the groove in the pivot shaft as designed. This created a chain stack up that made it difficult to fully install the snap ring into place. All original display parts (from the returned suspect display) were reinstalled with the snap ring partially assembled on the shaft. The unit was then installed on an amicus device. After only a few twists and turns of the display, with minimal downward force (approximately 20 lbs.), an audible noise was heard clinging inside the display at the time that the unit disconnected from the solution pole frame. The display was then removed, and the components were found to be hanging in the same manner that reported in the complaint and previously seen at the initial unboxing. This was an identical replication of the original reported failure. The components were then assembled by forcefully installing the thrust washer into place. Ensuring that the snap ring was fully engaged in the chamber, the unit was again installed on a device. The force testing was repeated. With multiple people and tries, there was no disconnection of the display and all components remained intact. It was concluded that the failure was a result of the incomplete assembly of the snap ring. There are two contributing causes. The first is an out-of-specification thrust washer. The thrust washer was removed, and dimensions inspected. It was found that one of the thrust washer dimensions was out-of-tolerance, which caused difficulty during assembly. All other corresponding components were inspected and met specification. The thrust washer's out-of-tolerance dimension was reworked to meet specification and slid into place without further issue. The second cause is an assembly related error during the installation of the snap ring in manufacturing. The display assembly is purchased as a high-level assembly from one of the production unit's approved suppliers. The investigative team reviewed the supplier's manufacturing work instructions for the display assembly. Although it was understood that the assembler should have been able to see the lack of full engagement and corrected the assembly to ensure proper installation of the snap ring, there was no formal inspection check in the assembly work instruction. As a result of the above complaint investigation, a supplier corrective action (CAPA# 1151449) has been opened with the supplier to capture the investigation steps taken to date, and to determine final root causes and corrective actions. In addition, the fresenius kabi production unit has opened a CAPA (CAPA# 1168426) to capture containment actions taken to date, further impact assessment and other investigation activities. Update 05/24/2022: as a result of the complaint investigation provided in the initial and first follow-up mdrs, a supplier corrective action (CAPA# 1151449) was opened with the display assembly supplier to capture the investigation steps taken to date, and to determine final root causes and corrective actions. The supplier implemented a corrective action to use a visual inspection system to ensure snap ring engagement during manufacture of the assembly. In addition, the fresenius kabi production unit opened a CAPA (CAPA# 1168426) to capture containment actions taken to date, further impact assessment and other investigation activities. Investigation concluded that the thrust washer caused an interference with the pivot shaft which prevented the snap ring from fully engaging per the design. A corrective action included a revision of the thrust washer specification to prevent any possible interference with mating parts.

Event description:
Display issue: on (B)(6) 2021 operator/customer reports they were trying to move the display screen to enter parameters and it "fell on (them)". Operator/customer states that they are ok but their shoulder hurts and they needed the assistance of a staff member and a donor to push it back into place. Operator/customer states after pushing the display up into position, they did put a donor on. Operator/customer called to report this after the donor was connected. Fk advised customer to remove the device from use. Per fk senior field service engineer on (B)(6) 2021 "per conversations with the supervisor, the operator/customer is doing well. Supervisor also mentioned the operator/customer was taken to a clinic for evaluation since they were complaining that their shoulder was sore and the operator/customer is currently on workers comp leave." No additional information was provided. Senior field service engineer (fse) found that the pivot shaft became dislodged from the articulating support. Per product manager instruction, the fse inspected the new display assembly to ensure the snap ring holding the pivot shaft was secured properly. The fse installed the display and moved it around to ensure it was properly secured. The fse completed the test matrix per the technical manual. The amicus machine has been released for its intended use.